Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the locking mechanism was damaged. The device was repaired and returned to customer on (B)(6) 2013.

Event description:
Customer reported the device pin for installation fell out. This is report 1 of 1 for #com-(B)(4).